Event description:
Hcp reported the patient had some complaints of increased pain and noted no change in pain with increased medication. There were no other withdrawal symptoms reported. It was also noted that at refill, the reservoir volume of medication was approximately 18cc. Normal saline was instilled in the pump and a rotor study was done that showed no rotor movement. The patient was taken to the operating room that same day-2002. A catheter dye study was done that showed the catheter to be patent. A new pump was implanted. The patient is reported to be doing better now and is getting pain relief.